Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a spasm. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a farawave 31 mm catheter was selected for use. After about six ablations were performed on the cavotricuspid isthmus (cti), a spasm occurred. A st elevation was confirmed, and the number 3 seemed to be interrupted when coronary angiogram (cag) was performed. Echocardiography was not performed. It was resolved by administering nitroglycerin. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.